Event description:
It was reported that the ilet issued alert 36 indicating an invalid hall sensor state during a supply change, and repeated restarts did not resolve the malfunction, resulting in a transition to backup therapy being advised and an exchange initiated. Symptoms included hyperglycemia with blood glucose reported above 300 mg/dl for a few hours and no acute complications. Outcomes included no medical intervention, no hospitalization, and no need for assistance. Investigation included troubleshooting, education on backup therapy and return procedure, and data synchronization guidance. Investigation of this case revealed a device malfunction consistent with an insulin delivery system hall sensor state error, suggestive of a component or control fault affecting insulin delivery detection. It was concluded that the cause was device malfunction due to a sensor or control system fault.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.